Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunction occurs again, which the caller acknowledged.